Event description:
Hosp personnel were attempting to cardiovert a pt. One 200 joules countershock was successfully delivered, however on a second attempt to charge the device to 360 joules the device would not charge. There were no adverse effects reported as a result of the alleged malfunction.